Event description:
A 75 y/o taken to operating room for mitral valve/tricuspid valve replace/repair. Carpentier edwards perimount manga mitral ease valve used for mitral replacement. Valve sized, sutures placed through the sewing ring and valve lowered down onto annulus and tied into place. Tested and found to be competent. Left atrial appendage clipped, tricuspid valve repaired, left ventricular impella placed. Weaned from bypass with aid of left ventricular assist device. Transesophageal echocardiogram in operating room then confirmed that one of leaflets not moving on valve; it was not opening. Patient was re-heparinized, and the left ventricular vent was placed back across the valve. This seemed to stent the leaflet open. Upon removed the leaflet was still immobile. Ascending aorta re-clamped, cardioplegia instilled into root to produce diastolic arrest. Left atrium reopened. Valve inspected by surgeon, but no obstructive material found. Valve leaflet able to be forced open but did not snap close like the rest of the leaflets. Valve removed as was potentially defective. Replaced with mosaic bio-prosthesis.